Manufacturer narrative:
Concomitant product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient has had several surgeries lately (reason unknown) and during one of the surgeries she was told that the wire for the device was broken. The patient has not followed up with the issue because she said it was not working anyway. The patient said the device just didn't work as well as she had anticipated. She is seeing a doctor and is on a bladder pill that seems to be working for her. Additional information has been requested regarding symptoms, cause and troubleshooting. If additional information is received, a follow up report will be submitted. See related regulatory report 3004209178-2015-25338.